Event description:
Boston scientific received information that the patient with this right atrial (ra) lead reported feeling a fluttering sensation. The device was interrogated where noise was noted on the ra channel. The noise was oversensed which led to an inappropriate atrial tachy response (atr). The lead also displayed low intrinsic amplitudes. A lead fracture was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned. Review of fluoroscopy was equivocal for a fracture. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.